Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 22-mar-2016, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 22-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that 14 of 16 contacts show high impedance. Only able to provide stim to left upper hip using contacts 0 and 8. Surgical replacement of ins (B)(6) 2021. Connected with tablet and ran impedance check. Tried to program contacts 0 and 8 but was only getting stimulation to left upper hip area. Pt has rsd left leg to foot.